Event description:
It was reported that during deployment of the embolization coil, resistance was felt and the coil prematurely detached. A portion of the coil was in the aneurysm and the microcatheter. The coil was retrieved using a snare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the implant is returned detached from the pusher. The pusher is kinked and bent. The attachment tether that holds the implant intact with the pusher is visible within the pusher inner diameter. The tether end is white/opaque, consistent with being stretched. The microcatheter and implant are not available for analysis. Root cause analysis: it appears that this device was exposed to a retraction force that exceeded the maximum tensile specification of the attachment tether.